Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer experienced no symptoms at the time of the event. The customer did not state how they treated the high blood glucose. The customer reported having a bent cannula. Troubleshooting was provided for the bent cannula. The insulin pump will not return for analysis. Frn-unk-rsvr, unomed set.